Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that the manufacturer representative did a physician mode restart earlier during the day of the report. The manufacturer representative did not perform an antenna locate prior to starting the physician mode restart and that the recharger was directly on top of the device as she could feel the implantable neurostimulator. During the middle of the 2nd physician mode restart, the patient had to take a 5 minute break to go to the bathroom and came back to continue. During the middle of the 2nd and 3rd physician mode restart, the patient had to take a break to have lunch. The manufacturer representative performed a total of 4.5 physician mode restarts, and was not successful in obtaining a normal charging screen. On (B)(6) 2016 the patient felt an increased pain. The last time that the patient felt stimulation was unknown and the patient's date of their last charge was unknown. The cause of the initial overdischarge and return of pain was not determined. The patient is seeing their managing health care provider to discuss battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.